Event description:
It was reported that the pt is experiencing pain in left hip since the surgery. Pain is located where the cup is, below the incision. Surgeon doesn¿t know what is wrong. Pt has also had right hip surgery on (B)(6) 2009. The right hip is good and has no pain.

Manufacturer narrative:
Add¿l info has been requested and if rec¿d, will be provided in a supplemental report.